Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found environmental stress cracking at approximately 95 millimeters (mm) from the terminal pin, retracted helix, dried body fluid and tissue in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicating that this lead was explanted. The lead was returned.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicating that this lead was explanted. The lead was returned.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.